Event description:
Reporter indicated that pt underwent vns therapy system explant surgery. The initial report did not indicate a reason for the explant. The explanted vns therapy system was returned to the manufacturer and is pending product analysis. The return product form indicated the reason for the explant was due to lack of efficacy. Programming history revealed good diagnostics in 2006. Good faith attempts to obtain additional info have been unsuccessful to date.